Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the bipolar head from the outer insert of a constrained liner. The constrained liner and femoral head were revised (rep reported there were no allegations against femoral head). Rep confirmed that no further information is available.`